Event description:
It was reported insufficient ice occurred. A icefx cryoablation us system was chosen to complete a cryoablation procedure, insufficient ice occurred during the procedure. The details of how the procedure was competed were not provided. There were no patient complications as a result of this event.